Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that all keypad buttons intermittently unresponsive. Additionally, there was contamination found under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling and torn at the down arrow button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display was found to be dim and discolored. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).